Event description:
Literature was reviewed regarding symptomatic lead-related venous obstruction. The authors described a patient who presented with progressive edema in the upper body and blood removal failure which began approximately two months prior. Imaging showed obstruction of the right brachiocephalic vein and upper superior vena cava (svc) with drainage via the azygos system. The pocket was widened, and the leads were dissected from the adhesions inside the pocket. Due to the occlusion, the leads could not advance, and snares were used femorally to grasp the leads. The leads were extracted, venous stenting was performed, and a new system was implanted. The status of the leads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a ¿one-step¿ treatment for symptomatic lead-related venous obstruction using percutaneous lead extraction, venous stenting, and new device implantation. Heart rhythm case reports. 2024; 10:394¿397. Doi: 10.1016/j.hrcr.2024.03.004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.